Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-13069. Related manufacturer report number: 2017865-2020-13071. It was reported that the patient presented for a lead revision. Prior to procedure, x-ray examination revealed that all three leads were dislodged and none of the leads were sensing or capturing appropriately. The patient did not experience symptoms as the device was programmed to vvi mode with therapies turned off. The right atrial lead was successfully repositioned. The right ventricular lead had helix issues so it was explanted and replaced. The left ventricular lead was also explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.1cm. Analysis was normal. No anomalies were found.